Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a polaris 5.5 plug driver fractured during an operation.another instrument was used to complete the operation and there was no reported patient harm or injury.

Manufacturer narrative:
Added information to d3: email address, d8, h6: component codes, type of investigation, investigation findings, investigation conclusions. Corrected information in d9, e1: city, h3. This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1)returned polaris 5.5 plug driver (pn 2000-9061) for the failure of tip fracture. This device is used for treatment. No medical records were provided with the complaint. Inspection: the returned device matches the description listed in the complaint file. Visual inspection of the device reveals that the tip is fractured. The complaint is confirmed. See images listed in the complaint file. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided, however tip fracture of the plug driver can often occur when the driver is over torqued or when force is applied off-axis. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a polaris 5.5 plug driver fractured during an operation. Another instrument was used to complete the operation and there was no reported patient harm or injury.